Manufacturer narrative:
The device history records for the reported radiesse lot could not be reviewed because the lot information was not available. Additional implant date: (B)(6) 2013.

Event description:
(B)(6), md, dermatology resident with university (B)(6) hospital injected a male patient to the bilateral submalar region for (B)(6). On (B)(6) 2013 the right submalar region was injected with 3cc of radiesse mixed with lidocaine. Dr (B)(6) had difficulty injecting the right submalar region as the tissue felt "hard" from multiple previous radiesse injections so she waited until (B)(6) 2013 to inject the left submalar region with 3cc of radiesse mixed with lidocaine. The patient has a mottled area extending vertically from the left zygoma to the left mandible and horizontally from the left preauricular region to the left nlf. There are 5 lesions just lateral to the left nlf measuring approximately 2-3mm each and one lesion in the left submalar region measuring approximately 2-3mm. Patient was treated with local wound care. Patient has recovered.